Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we believe that the event may have occurred due to damage to the image sensor unit during handling by the user. As for the cause of the damage to the image sensor unit, it is possible that it was caused by an irregular load, such as a small bend of the universal cord, or by an irregular electrical damage to the video connector electrical contacts, but the cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus on getting system connection error b31 with the deflectable videoscope. There was no report of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.